Event description:
It was later reported that lab work was done and cultures came back for gram positive cocci after a blood patch. The entire system was explanted on (B)(6) 2013. At explant, cultures were taken again and came back negative and ¿confirmed with ID¿. It was assumed there was contamination. The event was noted to be unrelated to the device or therapy and possibly related to the implant procedure. The patient did not have any signs or symptoms and the severity was reported to be moderate. The patient resolved without sequelae on (B)(6) 2013. The device system was used to deliver fentanyl and bupivacaine.

Event description:
It was reported a pocket infection occurred. The date of the onset/diagnosis of the infection was unknown to the reporter. A culture was taken from the device pocket; gram positive cocci were found. The patient reportedly had a seroma at the pocket site which was the reason for the culture. The catheter and pump were explanted and discarded. The patient was admitted to the hospital for antibiotic treatment following the explant. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had emergency pump removal surgery on (B)(6) 2013. It was unknown if the patient required hospitalization as a result of the event. The patient's outcome was reported as no injury.

Manufacturer narrative:
(B)(4)

Event description:
This event was also reported under manufacturer report # 3004209178-2013-11217 [it was reported the patient experienced a csf leak. The patient had large fluid pocket over pump and over catheter insertion site. A spinal headache was reported on (B)(6) 2013. Diagnostic methods included an ultrasound performed on (B)(6) 2013 which revealed large fluid pocket over pump and catheter insertion site. Fluid aspiration was done (B)(6) 2013 and a blood patch done the following day. The etiology was noted to be related to the implant procedure and severity as moderate. The patient outcome was indicated as resolved without sequelae (B)(6) 2013. The pump was used to deliver fentanyl and bupivacaine.]. Any additional information received will be reported under this manufacturer report number (#3004209178-2013-10857). Additional information received reported on (B)(6) 2013 a sample of cerebrospinal fluid (csf) was taken (during the fluid aspiration related to the csf leak) and sent for cultures. They came back positive for gram positive cocci however it was noted there were no other signs of infection on (B)(6) 2013. After the aspiration, the patient reported a positional headache related to the csf leak that then required the epidural blood patch. After the blood patch on (B)(6) 2013 the lab results from the samples taken on (B)(6) 2013 came back positive for gram positive cocci again there were no other signs of infection. The patient was then told to go to the emergency room and the health care provider (hcp) was going to explant the device fearing an infection. During the explant surgery many samples were taken and sent for cultures and all of them came back negative. The culture that came back positive was "most likely due to contamination of the sample as there were no other signs or symptoms of infection for the patient before or after explantation.